Event description:
The initial reporter complained of questionable elecsys troponin t stat assay results for 1 patient sample tested on a cobas 6000 e 601 module. For the sample collected at 03:25 the initial troponin t stat result was 0.055 and the repeat result on a different cobas analyzer was <0.010. No units of measure were provided. There was no adverse event. The troponin t stat reagent lot number was 365733. The expiration date was asked for but not provided. The customer stated that there were no issues with qc. The field service engineer (fse) checked the probe adjustments, fluidics, instrument checks and ran precision. All were acceptable. The investigation determined that calibration and qc were acceptable. The investigation did not identify a product problem. The cause of the event could not be determined.